Event description:
It was reported the naviflex introducer was inserted into the left common femoral artery to the level of the right femoral artery following a seldinger technique access. Following the pta procedure, while attempting to remove to naviflex introducer, the outer plastic material began to tear in a spiral motion. The distal end remained in the right common iliac artery and the proximal end in the left external iliac artery. An attempt at percutaneous transluminal extraction was unsuccessful. The pt underwent surgery to remove the detached sections of the introducer.